Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Received via medwatch (mw5075185): event description per mw report: delamination cement loose implants result and failure right. Tibial loosening followed by global failure from cement failing to adhere. Additional information has been requested. File will be updated when information is received. All med watch submissions related to this report are: 9610612-2018-00149.

Event description:
Components in use listed as concomitant devices are: nx054z / as vega ps tibial plateau cemented t2+. Nn261z / as tibial obturator d12mm. Nx122 / vega ps gliding surface t2/2+ 14mm. Nx043 / patella 3-pegs p3.

Manufacturer narrative:
Additional information provided: event: components in use listed as concomitant devices are: nx054z / as vega ps tibial plateau cemented t2+. Nn261z / as tibial obturator d12mm. Nx122 / vega ps gliding surface t2/2+ 14mm. Nx043 / patella 3-pegs p3. Brand name: as vega ps tibial plateau cemented t2+. Common device name:tibia implants vega system model and catalog #: nx054z.